Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar devices are sold in the united states by b. Braun medical, inc. Primary unique device identifier (UDI) # for similar device: (B)(6). The device was not available. Only the history data was sent for investigation. Results: the device history files were analyzed. The device history files from 2025-02-24 were investigated. A space line was selected and the infusion started with a rate of 90ml/h and a volume of 100ml at 9:42am. A dose rate was not selected. During the infusion, the air bubble alarm and the upstream alarm occurred several times. At 11:00pm after the upstream alarm, the infusion stopped and the line was extracted. At this time, 90,11ml was infused. No other abnormalities were found. The complaint could not be confirmed.

Event description:
According to the event description: the wrong dosage given to patient. Settings was pushed from rover. Overinfusion of medication which differs from rate given from rover. No patient complications were reported as a result of this event.